Event description:
Pt had a rotational angioplasty procedure, using first a 1.5 mm [millimeter] burr followed by a 2.0 burr. Boston scientific rep [representative] was present during the procedure. Cardiologist's foo[t] disengaged from the foot pedal and the burr was stuck in the coronary artery. Pt developed pvcs [premature ventricular contractions] and elevated st segments. A buddy wire with 1.5 mm balloon, rotaflush with nitro [nitroglycerin]/verapamil and intracoronary nitro bolus was attempted, but the burr could not be easily retracted. Rather than risk severe vessel injury and concern about microperforation, the pt was sent to o.r. [Operating room] for emergency CABG [coronary artery bypass graft] x 3 [three times] vessels while hemodynamically stable with mininal chest discomfort. Pt left post-op in stable condition and was transferred to ccu [coronary care unit]. Pt discharged 10/2003 [and] stable.